Event description:
Nurse called to complain that the device was not finctioning properly. Trouble shooting by phone showed the device was reading high on its calibration. The device was replaced and the defective one returned for investigation.